Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photo, no abnormalities and visual defect was observed on the sample. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter lumen became clogged and the drainage was poor.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photo, no abnormalities and visual defect was observed on the sample. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter lumen became clogged and the drainage was poor.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter lumen became clogged and the drainage was poor.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photo, no abnormalities and visual defect was observed on the sample. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter lumen became clogged and the drainage was poor.